Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the lens got stuck in the cartridge when advancing. Hence, they had to push very hard due to which the surgeon felt that the lens was scratched or damaged. The surgery was completed using the backup lens.